Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the returned product identified that the abutment screw fractured at the threaded region of the screw. The hex head is worn and contains debris. Pictures or x-ray images were not provided. The device lot number was not provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16. Information identified: torque matrix - internal connection. Complainant reported that the patient presented with restoration in hand as the abutment screw had fractured. The fractured portions were retrieved from the implant. The reported event is confirmed as a fracture was identified on the returned product during visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Device available for evaluation change 'no' to 'yes'. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured in the implant. The fractured piece was able to be removed from the implant. Tooth location 19.